Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device lot number 60000632 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and there was damage to the hemostatic valve. The valve was separated inside of the hub. This occurred after inserting the catheter into the patient's body. No blood return was observed. No air entered the patient's body. No damages were noted on the brim cap or hub. The event was resolved by replacing the vizigo short with another new one. The procedure was completed without patient's consequence.